Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:(B)(4), model: sc-2218-70, serial: (B)(4), batch: 7085551.

Event description:
It was reported that the patients leads had migrated which was confirmed through an x ray. The patient underwent an explant procedure wherein only the cervical leads were explanted. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.